Event description:
It was reported that the oversleeve portion was unable to be engaged with the winged part of the connector securely in the process of puncture. This led to failure of puncture. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redy0713 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the two-piece connectors could not be attached securely was confirmed but the cause is unknown. A video of an attempt to assemble a 4fr s/l groshong nxt clearvue catheter was returned for evaluation. In the video, the user attempted to attach the proximal and distal two-piece connectors. The connection appeared to engage without difficulty. However, it appeared that after the connection was made, the user could easily disengage the two-pieces. No visible damage was apparent on the locking arms or catch slots in the video. However, microscopic examination and dimensional analysis could not be completed without examination of the physical sample. The observable features on the submitted video did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include damage or deformation to the interfacing features of the connectors or an improper dimension on an interfacing component (e.g., distance between locking arms or an over-sized internal compression sleeve). A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot.

Event description:
It was reported that the oversleeve portion was unable to be engaged with the winged part of the connector securely in the process of puncture. This led to failure of puncture. No other information was provided.